Event description:
It was reported a cgm error 42 occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer had already reset the pump without the need for technical support and was advised to call back if issues persisted.